Event description:
Healthcare professional reported "patient didn't listen to post-op instructions -- tissue got necrotic." Affected side is left. The device has been explanted and replaced.

Manufacturer narrative:
The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "patient didn't listen to post-op instructions -- tissue got necrotic".